Manufacturer narrative:
A ge svc rep performed an on site investigation. The cpu hard drive was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the connectstat 3000 sys would not boot up and it was stated that the hard drive was fried. No pt injury was reported.